Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic during a follow up visit, device back up vvi issue was observed due to magnetic resonance imaging (MRI). The patient¿s presenting rhythm was not provided. A device download was performed successfully. Upon device image review and further investigation, through patient magnetic resonance angiogram (mra), lead high noise issue was observed. Patient was stable prior and post device restoration. The patient will continue with regular follow up visits.